Event description:
During verification testing at the service center, it was noted that the device door roller pin was broken off and the door handle was broken.

Manufacturer narrative:
The device mechanism was received. During testing at the service center, it was found the device door roller pin was broken off and the door handle was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.